Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 3x20mm, concentric, de novo target lesion was located in a moderately calcified left circumflex (lcx). A 32mm x 2.25mm taxus element drug eluting stent was selected and advanced to treat the lesion; however the device was unable to cross the lesion. No patient complications were reported and the patient is stable. However, analysis found that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis and was received in two sections as a result of a break that occurred in the hypotube. The break was located at 20cm distal to the strain relief. It is noted that the break in the hypotube is consistent with excessive force having been applied to the shaft, possibly during the physician's attempts to cross the lesion. An examination of the crimped stent, balloon and tip sections of the device found no issues with their profiles which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).